Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was not provided. Technical support made multiple attempts to contact the customer for troubleshooting but, was unsuccessful. No additional product or event information is available.